Manufacturer narrative:
The device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient who had previously undergone a glaucoma filtration device implant procedure, experienced a trauma to his eye and the doctor is unable to locate the implanted device. Additional information was requested.